Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the ipg was unable to charge when patient was seated as it was mobile in the pocket and was too inferior so she was sitting on top of it. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the ipg was unable to charge when patient was seated as it was mobile in the pocket and was too inferior so she was sitting on top of it. The patient will undergo an ipg revision procedure.